Event description:
It was reported that a revision surgery was performed due to pain, squeaking, and fracture of the acetabular implant.

Manufacturer narrative:
Additional information: brand name, device name, device evaluation, concomitant medical products, MFR. Info, if follow-up, what type? And evaluation codes. (B)(4). The associated complaint devices were returned and evaluated. A ceramic head, ceramic liner and a modular neck were returned for evaluation. A visual inspection of the returned devices confirmed the ceramic liner is shattered. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by or research lab noted the articulating surface of the alumina femoral head had visible signs of metal transfer which consisted of titanium and aluminum. The acetabular liner was fractured into three fragments which consisted of the apex region and the ring portions of the liner. The signs of damage and metal transfer were potentially due to contact between the femoral head and acetabular liner during dislocation, contact with other components following fracture of the liner, and/or contact with other components during removal. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.